Event description:
The reporter indicated the surgeon used a ks-a3i aq310ai 00.0d preloaded injector. When handling the screw plunger, it passed below the iol and became stuck in the injector. No patient contact. Cause of incident is unknown.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Evaluation codes: method - device work order search. Results - device work order search: a device work order search was performed and no similar complaint was found. Conclusion - conclusion not yet available. Evaluation is in progress. (B)(4). Product not returned.